Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Manufacturer report number mw5087654 received by baxter 18 jul 2019 related to this event. The event date indicated in the report is (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was believed to under infuse as a chilled antibiotic was hung in the catheter lab and only infused 1/2 the programmed dose in the designated time. There was no known patient injury or medical intervention associated with this event. No additional information is available.